Manufacturer narrative:
Additional information: patient weight" has been updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-01252; 1627487-2020-01254; 1627487-2020-01255; 1627487-2020-01256. It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high and low impedance on three of the leads. Reprogramming was unable to resolve the issue. As a result, surgery occurred wherein the leads were explanted and replaced to address the issue. During the surgery, one of the leads was found to be fractured. It is unknown which leads are related to the issue so all suspected devices are being reported.

Manufacturer narrative:
The reported event of impedance issues was not confirmed. Visual inspection for the lead did not identify any anomalies. The lead was functionally tested and passed all testing.